Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient with cardiomyopathy was scheduled for implantation of an impella 5.5 device for mechanical circulatory support. As the impella 5.5 traversed the anastomosis into the aorta, resistance was encountered as the inflow approached the aortic valve. Transesophageal echocardiography (tee) suggested that the 0.018-inch wire had been pulled back. The issue was identified and corrected; however, resistance persisted despite repositioning. Given the continued resistance and concern for both implantation and potential explant difficulty, the physician elected to abort the impella 5.5 implantation via this approach. An intra-aortic balloon pump (iabp) was placed via femoral access to facilitate separation from cardiopulmonary bypass (cpb), in conjunction with four vasoactive infusions.